Event description:
It was reported that the pt experienced low back pain with radiation into the lower extremities bilaterally. No trauma was reported. X-ray revealed the rod was broken on the right side. The pt underwent additional surgery to remove the hardware. It was also reported the set screw came out very easy and there was a lot of metal debris.

Manufacturer narrative:
X-rays taken prior to revision surgery revealed the rod was broken on the right side between l5 and s1. The product was returned for eval. Visual examination of the device found the rod was broken roughly at the beginning of the bottom curve. Microscopic examination of both broken pieces suggested that the rod was subjected to fatigue stress; however, the analysis findings were inconclusive. A review of the device history records did not find any documentation to indicate a non-conformance specification.